Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis revealed that sensor glucose (sg) value was 115 mg/dl at the time of event with no corresponding bg entry. Review of alert settings confirmed that no high glucose alert was triggered since the sg value was below the user's high alert threshold of 165 mg/dl. The analysis further revealed that glucose data prior to the reported hyperglycemic event showed good agreement between bg and sg values. However, there were symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The user was advised to continue using the system, entering calibrations with the exact value reported by the bg meter and the exact time at which the bg was measured. The user agreed with escalation response. A review of 2 weeks' worth data post feedback (nov 28th to dec 12th 2025) was analyzed, and the bg/sg values were in good agreement. The user did not report any additional inaccuracies related issues by the closure of this complaint. No further investigation was found necessary for this complaint. B4.date of this report 24 feb 2026. G3.date received by the manufacturer? 24 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event due to possible sensor inaccuracies. The event happened on (B)(6) 2025 at 05:30 pm. The sensor glucose (sg) reading was 115 mg/dl and the blood glucose (bg) measurement was 261 mg/dl. The patient complained of not receiving high glucose alerts from the eversense e3 cgm system. The patient was able to self resolve the event by administering insulin. No medical attention was required.